Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that while performing preventative maintenance (pm), it was observed that the devices display was dim. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and powered on the device and confirmed the reported issue. Although the dealer rep explained that the device was an old type, so the condition was part of the standard specification, the hospital wanted the device to be replaced, so the rep replaced it with another v60 that they brought. There was no delay in therapy reported due to the issue. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The authorized service provider (asp) confirmed the reported issue and replaced the user interface (ui) assembly to restore proper device functionality. The device subsequently passed all required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.